Event description:
Device embolization occurred and patient had left ventricular failure. Second device was deployed and did not embolize. Pt required ECMO (extracorporeal membrane oxygenation). She died a few hours later. Reference report: mw5157498.